Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a uninterruptible power supply (ups) was replaced to resolve the issue. A system checkout was performed and he hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect uninterruptible power supply (ups) has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the imaging system was shutting off. Site was able to perform imaging spin but after the spin site would lose power to the system. It was reported that the issue occurred three times. The procedure was completed with the use of imaging. There was a delay of about 40 minutes. No impact on patient outcome.

Manufacturer narrative:
Device evaluation: the uninterruptible power supply (ups) was returned to the manufacturer for evaluation and the reported event was confirmed. The ups did not power on with the returned batteries. New batteries were installed and charged. The ups passed all tests. The cause of the issue was due to the returned batteries inability to hold a charge.